Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when the patient was seen in the clinic after a syncopal episode, far-field p-wave oversensing inhibiting pacing and intermittent capture were observed on the rv lead. The patient has intermittent conduction. During testing, intermittent capture at max outputs and lead noise was noted. Chest x-ray was recommended. Device was reprogrammed. Results of x-ray are not known. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable.